Event description:
A pt was having a laparoscopic tubal sterilization procedure. As the physician attempted to place a fallopian tube clip, the clip reportedly was not retained by the applicator. The clip came out of the applicator and fell into the pt's abdomen. It could not be located and retrieved. This is a known and documented complication of the procedure. Another clip was placed with no problem. The user facility sent an unused package of fallopian clips to the MFR for sample testing.